Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to ingress within the liquid crystal display which had affected the touchscreen capability. In addition to the generator not working due to a defective generator board, the following findings were as follows: dents on housing cover and damaged volume control. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to a defective toroidal (tr1) transformer, defective current transformer, defective impedance transformer or a defective peak rectifier on the generator board, a missing drive signal for the output stage of the generator board, or the output voltage was too low due to bad switching of the high frequency (hf) output stage on the generator board. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the hf unit "esg-400" touchscreen on the front panel had frozen and was not responding. The event occurred during preparation for use of a therapeutic transuretheral resection of the prostate. The procedure was completed with a similar device. There was no patient harm associated with the event. The device was returned and evaluated, and it was found that the generator was not working. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.